Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from patient who reported the implantable neurostimulator (ins) was scheduled to be removed due to the fact that the battery was dead and would not accept any external charge. They state the battery life time had exhausted. They report they spoke with their manufacturer representative (rep) who told them they need a device replacement. Patient stated ultimately due to cost of surgery, age, and minimal pain relief from device they did not have the ins explanted.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient (pt) was scheduled for surgery to occur on (B)(6) 2025 to have the implanted neurostimulator (ins) replaced or removed.  No symptoms reported.  The reason for explant was not reported / provided in the initial report.  The pt inquired about the costs associated with the surgery. The pt was redirected to their doctor and insurance company to obtain that information.

Event description:
Additional information was received from the patient. It was reported that there were no messages indicating eos. It just would not accept a charge. They tried all the tricks they knew (moved it all over the place, it would not connect, no matter what they did). They had several changes to programming and stimulator positioning but nothing helped for pain relief. Some things work for some and not other, they happened to be one of the others (it did not give them any relief. At this time, they are not aware of any plans to resolve their issues. As of right now, they have a non-working stimulator still implanted. The pt decided a few days before removal surgery. Hcp stated it would not cause any physical issues to leave it in place. They could not justify the cost for removal.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.